Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd maxzero¿ multi-fuse extension sets with needleless connector leaked during use. The following information was provided by the initial reporter: "have had multiple extension sets leak during priming or when infusions are running at the connection distal to the filter.

Event description:
It was reported that an unspecified number of bd maxzero¿ multi-fuse extension sets with needleless connector leaked during use. The following information was provided by the initial reporter: "have had multiple extension sets leak during priming or when infusions are running at the connection distal to the filter.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported by customer that multiple extension sets leak during priming or when infusions are running at the connection distal to the filter could not be verified due to the product not being returned for failure investigation. A device history record review for model mz9270 and lot number 23029243 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.